Event description:
It was reported that patient presented to the ER with multiple inappropriate shocks due to lead noise. Noise was able to be recreated with pocket manipulation. Lead measurements were tested with no anomalies found. Lead was capped. Patient is fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.